Event description:
It was reported that during a da vinci-assisted esophagectomy non-transthoracic (transhiatal) surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the vessel sealer extend (vse) instrument could not be used with the e-100 generator. The tse found error 22020 in the logs and advised the customer to reseat the sterile adapter. After, the customer called back and informed that the message ¿check energy cord¿ appeared. The customer power cycled e-100 generator and replaced the vse instrument, but the issue was not resolved. The issue was resolved by using the integrated electrosurgical unit (iesu) to replace the e-100 generator. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without errors. The procedure was delayed about 15 minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator due to the broken connector pin. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The e-100 generator was installed onto the test system and worked fine with a vessel seal extend instrument. The vessel seal extend instrument had a saline dipped gauze in the jaws and fired yellow pedal/sync activations cut/seal about 100 times with no issue.